Event description:
It was reported, the patient experienced a shocking or jolting sensation from the implantable neurostimulator (ins). It was noted that the manufacturing representative instructed the patient to turn the sensor function off. It was noted, the patient had an appointment with a manufacturing representative on 2013 (B)(6). It was further noted the patient status at the time of this report was alive with no injury. Additional information received reported, the patient met with a manufacturing representative on 2013 (B)(6) and had the amplitudes adjusted for lying down, left and right. It was noted that all impedances were normal. It was further noted the patient had not experienced the shocking since their initial call.

Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger. (B)(4).